Manufacturer narrative:
Pump received with intermittent escape button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.